Manufacturer narrative:
The user was hospitalized to get treated for pneumonia. The incident is not related to the device or procedure. No investigation is required.

Event description:
On january 22nd 2021, senseonics was made aware of an adverese event where patient was hospitalized due to pneumonia. The incident is not related to the device or procedure.